Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02, d03 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "hf cable insulation on pulley at the distal end is defective." Failure analysis found the primary failure of damaged insulation on conductor wire to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire. The damage was located at the distal end on the bipolar yaw pulley. No material was missing and no thermal damage was observed. Electrical continuity was tested and passed. Root cause is attributed to a component failure. The following additional observation was related to the customer reported complaint but not reported by the site: upon visual inspection, the instrument was found to have mechanical indentations on the bipolar yaw pulley at the distal end. Root cause is not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a fenestrated bipolar forceps (fbf) instrument (pn# 470205 -17/lot #n10201123-0024) was used during a radical prostatectomy without lymphadenectomy procedure. The fenestrated bipolar forceps instrument has 10 lives allotted to it. There are 9 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire insulation damage could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that cable insulation on the conductor wire at the distal end was defective. The defect was discovered during the manual pre-cleaning in central processing. There was no report of patient involvement at the time that the issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a small crack at the distal end of the black cable insulation on the pulley. It is unknown if the instrument collided with any other instrument or tool during the during the last use. The instrument was reportedly inspected prior to the most recent use and the energy supply worked as expected. The previous procedure was completed successfully using a backup instrument. The surgical team did not notice anything unusual during the previous procedure related to the reported problem. Unfortunately, the site could not confirm if the black cable was completely broken or not. Under a magnifying glass with 4 x magnification, it seemed at least that only the insulation was defective.